Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient experienced unspecified hyperglycemia symptoms but the cgm was displaying low. A bg was performed which was 580 mg/dl. The patient self-treated with her normal insulin regimen and her husband who is a physician also helped monitor her blood glucose level. The patient consulted her doctor and was advised to go to the hospital. The patient decline and stated her husband will take care of her. At the time of the call the patient stated she usually treats her high bg values with her normal insulin regimen, and she will be ok. No other details were documented. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.